Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door was failed to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had failed. A field service engineer dialed into the station, changed the dispensing order for tower 1, and then changed it back to resolve the issue. The failure icon disappeared, and the customer was able to test the door successfully. The system functioned as intended after the field service engineer assessed the device.